Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a (B)(6) year old male patient, the device failed to charge for shock advised. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
The device and the batteries used at the time of the reported event were returned to zoll medical corporation; the malfunction was observed during review of the device's activity log and clinical data. Zoll's investigation, through review of the log also suggests the device is not being stored properly with pads attached to the device presenting a red x constantly. This is meaningful because the device did indicate a fault about a month prior to the reported event but was masked because the device is always in a red x state. We can also tell the customer was diligent about powering the device frequently, but unfortunately with no pads attached. The investigation is being closed as user not complying with device recommendations. The device was recertified and returned to the customer. No trend is associated with reports of this type.